Event description:
Pt's iliac arteries were characterized by calcification and tortuosity. After deployment of the modular device, a "blush" was noted on the contralateral side. The "blush" appeared to originate between the third and fourth stent body of the leg graft. The contralateral leg graft was then again molded with a balloon catheter during which time the balloon ruptured while inflating at the stenosis in the vessel. Unable to resolve the endoleak by balloon inflations, a second iliac leg graft was advanced and deployed within the lumen of the contralateral leg graft, providing additional coverage at the suspected type iii endoleak; thought to be a tear in the graft material. Final angiogram noted a resolve to the endoleak.